Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and hv therapies for supraventricular tachycardia. The ICD was reprogrammed. The patient was good after the event.